Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (missing bellows).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a malfunction alarm occurred after the customer had gone swimming while wearing the pump. Customer's blood glucose level was 238 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.